Event description:
It was reported via repair work order that the power cord was torn in half with potentially exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.